Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. Technical services provided the safety data sheet to the customer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on or before (B)(6) 2024. Per the consumer, the reagent solution splashed on her face and hands. The consumer did not specify what part of their face was exposed to the reagent. No additional information, including treatment and outcome, was provided.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on or before (B)(6) 2024. Per the consumer, the reagent solution splashed on her face and hands. The consumer did not specify what part of their face was exposed to the reagent. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provideda product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.